Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. However, it was observed there was an unidentified biological substance on the light guide lens which was causing low light output. After removal of the foreign material the image illumination was good. In addition, service found the connector was loose, the bending angle was out of specification, and the adhesive on the bending section cover was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image, or it was displaying a poor image (red in color). The reported issue occurred during reprocessing of the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the report of no image likely occurred due to a loose scope connector. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.